Manufacturer narrative:
(B)(4).

Event description:
It was reported that a central venous catheter (cvc) had been inserted on (B)(6) 2026. The dressing was subsequently changed three times while the patient was in the ICU. During the fourth dressing change on (B)(6) 2026, an extension line leak was observed, and the extension line was found to be cut/torn. As a result, the affected catheter was removed and replaced with a new catheter. There were no reports of patient injury, harm, or adverse health consequences associated with this event. No additional medical intervention was required beyond removal and replacement of the device. The patient's condition was not reported to be adversely affected.